Event description:
It was reported when using the bd alaris lvp ss bag 20d low sorb ss 0.2m, the user experienced an occluded product. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: we have a question about filter tubing with erbitux. Have you heard any problems with the lines failing "pump occluded" this is the second time this has happened.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the line is occluded could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd alaris lvp ss bag 20d low sorb ss 0.2m, the user experienced an occluded product. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: we have a question about filter tubing with erbitux. Have you heard any problems with the lines failing "pump occluded" this is the second time this has happened.